Event description:
It was reported on may 22, 2023 that a patient treated with avéli on (B)(6) 2023 developed a seroma on the buttock and a seroma on the thigh. The seromas were drained by a healthcare provider successfully. Ultrasound confirmed there is no residual fluid. It was also reported that there is a firm lump on the buttock that the patient and physician can palpate but is not visible on the skin surface. The course of action is to have the patient continue to massage the lump and observe whether it gets smaller before considering an injection or other course of action to reduce it. On 9/22/2023 it was reported that the patient presented with fibrosis in the area of the recurrent seroma. The physician is considering the use of a topical tripeptide/hexapeptide product in combination with cross or transverse friction massage to address the fibrosis.

Event description:
It was reported on (B)(6) 2023 that a patient treated with avéli on (B)(6) 2023 developed a seroma on the buttock and a seroma on the thigh. The seromas were drained by a healthcare provider successfully. Ultrasound confirmed there is no residual fluid. It was also reported that there is a firm lump on the buttock that the patient and physician can palpate but is not visible on the skin surface. The course of action is to have the patient continue to massage the lump and observe whether it gets smaller before considering an injection or other course of action to reduce it.